Manufacturer narrative:
The device noted is distributed outside the us. However, it is similar to the us distributed drug eluting stents. Add'l info has been requested and will be submitted within 30 days of receipt.

Event description:
The 3.0 x 18mm cypher stent failed to deploy.